Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering observed that the main tube exhibited deep scratches/gouged marks at the distal end. Pieces of insulation were missing from the damaged area and the metal shaft was exposed as a result. No other damage found. The customer reported complaint does not itself constitute a reportable event; however, the main tube damage if to reoccur could cause or contribute to an adverse event.

Event description:
It was reported that during cleaning and sterilization, the customer noted that the insulation on bowel grasper instrument was compromised no patient harm, adverse outcome or injury was reported.